Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial product condition/visual examination: on (B)(6) 2016, it was reported that the device cut too deep into the skin layer. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1"/2"/3"/4" width plates, for evaluation. Initial qa inspection of the air dermatome on (B)(6) 2016 revealed minor cosmetic damage to the hand piece including nicks and scuffs. The thickness control lever operated as intended. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the control bar. The safety switch operated as intended. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer's hose and operated within motor speed specifications. The width plates showed signs of over-tightening. Functional tests: on 7/27/2016, the repair technician replaced the standard repair parts along with the damaged 1" and 4" width plates. Also, the throttle lever was replaced to reflect the correct ce mark. The device was tested and calibrated. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was initially reported that the device cut too deep into skin layer. Additional information received on jul 28, 2016 stated that the event occurred during surgery and the surgery was extended by 30 minutes. There was harm/injury to the patient as while taking skin from the donor site, the surgical team noted that the dermatome created a small laceration which was approximately 4cm in the proximal aspect of the donor site. This laceration required additional medical intervention to close with 3-0 vicryl stitches in the dermal layer and 4-0 monocryl subcuticular. The blade was positioned on the device properly and the proper surgical technique for the product was utilized. An alternate device was available for use to complete the surgery.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). This follow-up report is being submitted to relay additional information. The customer returned an air dermatome device for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Zimmer biomet surgical has previously repaired/evaluated the air dermatome six times. The last repair was april 7, 2016 where it was reported that there was a patient incident of cutting skin too deep and the ball detent, damaged head, damaged control bar, thickness lever, reciprocating arm, neck, bearings, seal and retaining ring, motor, swivel, poppet assembly, hand piece assembly, width plates, and o-ring were replaced. This is not a related issue. The air dermatome was manufactured on november 7, 2006, and is over 9 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. The reported event was non-verifiable since no testing was able to be performed to try to replicate the device cutting too deep. Based on the information that was provided the root cause of the reported event could not be specifically determined. The IFU states that ¿depress the throttle to start the cut. Guide the unit forward using a slight downward pressure to ensure that the cutting edge remains continuously firmly in contact with the donor site.¿ the air dermatome was repaired, tested and returned to the customer.